Event description:
It was reported that the patient experienced hyperglycemia after changing a contact detach infusion set with 23-inch tubing and not filling the tubing segment between patches prior to insertion, with subsequent use of multiple meal announcements to correct high glucose. Symptoms included elevated blood glucose up to 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged hyperglycemia outside the target range for approximately six hours without medical intervention, hospitalization, or use of backup therapy. Investigation included product-use troubleshooting and education on proper infusion set priming and safe correction practices. Investigation of this case revealed user technique issues related to incomplete tubing fill that likely contributed to under-delivery and resultant hyperglycemia, with glucose levels trending down after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.